Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint is confirmed as the delivery pusher connector is broken. The most likely root cause could not be determined. (B)(4).

Event description:
It was reported that the patient presented with esophageal cancer that was bleeding. Embolization treatment was performed. The embolization coil did not detach and was removed as a system without incident or intervention. Additional coils were deployed successfully and the bleeding was under control. The patient was reported to expire the following day. It was reported that this was unrelated to the device malfunction.